Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the pump suspended due to low sensor glucose. The customer's blood glucose level was reported to be 260 mg/dl, and their sensor reading was 71 mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. It was reported that the sensors would be replaced and returned for analysis.